Event description:
This g5 was being used for patients. Then, the screen suddenly became divided into right and left. The left side became light blue and the right side became white. The alarm did not sound and ventilation continued, but it was removed from the patient. The phenomenon has not been reproduced since then. But the hospital staff said. The same phenomenon occurred about a year ago, when the phenomenon was not reproduced. What do you think is the cause?

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a disturbed quartz module (ic8) clock frequency. In consequence (correction) the latest software version was installed, and the ip esm board was replaced.